Event description:
During intra-aortic balloon therapy, blood ingress into the equipment was reported. The patient was transitioned to an alternate device. No patient harm occurred.

Manufacturer narrative:
Due to character limit in block e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation. This complaint was opened as part of CAPA 1357192 to ensure the correct number of complaints are initiated for related events. Upon review of this complaint, an additional complaint was identified and opened, which was determined to be reportable.

Manufacturer narrative:
Corrected field: e- due to character limit in block e1 event site address is (B)(6). Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Hospital reported blood ingress into equipment. The customer reported blood ingress into the equipment. The patient was replaced with another device, and no harm was caused. Customer reported blood ingress into the equipment. On-site inspection at the hospital confirmed the reported fault. We recommended replacing the pim. The customer opted not to replace it.

Event description:
N/a.

Manufacturer narrative:
Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only. After further investigation it was identified that this complaint event has been reported already under mfg report number 2248146-2025-0000813. Please refer to mfg report number 2248146-2025-0000813 for all information for this complaint event. Please cancel mfg report number 2248146-2026-0000618 in your database.